Manufacturer narrative:
Section d10 references: product ID wr9200 serial# unknown product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported about a week ago they put their cellphone in their breast pocket over the implant, and the phone and their chest got hot. They also mentioned when they charged the implant recently, the wireless recharger got hot. It was suggested to wear light clothing and adjust the recharging speed, but the patient didn¿t want to change the charging speed. There were no changes in stimulation. It was reviewed to not put a phone directly over the implant. A follow-up appointment with the healthcare provider was scheduled for a week.